Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery three times the day before and had called in to troubleshoot. She stated she woke up and attempted to bolus and received another no delivery alarm. Blood glucose value was 233 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and insulin pump alarmed no delivery. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin did exit. Customer was advised the insulin pump is working as designed and the alarm was caused by a set/reservoir occlusion.